Event description:
It was reported that, this pacemaker was not able to be interrogated due to memory corruption. The programmer was not able to read part of the memory, therefore cannot determine which device has been implanted. The technical services (ts) recommended to explant the device as the status of this pacemaker and the leads are unknown, and the lifespan is less than one year. The patient was admitted to the hospital and the device will be explanted. This pacemaker remains in service. No adverse patient effects were reported.